Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an affinity nt oxygenator, the customer reported that the patient experience excessive blood loss due to a leak from the oxygenator. The patient was given a two bags of plasma infusion as treatment. The oxygenator was used to complete the procedure, to avoid stopping the cardiopulmonary bypass. The patient outcome was reported as alive-no injury.

Manufacturer narrative:
Conclusion: the device was not returned for analysis and no pictures or video were provided to confirm the report. Without significant details or a device for analysis the device condition, use condition, or other contributing factors, the leak location and cause cannot be determined. The IFU contains warnings regarding leaks observed during priming and/or operation. The IFU also states: "the extracorporeal circuit must be continually monitored. Do not use the device if leaks are observed. A replacement oxygenator should be readily available during perfusion. Discussions regarding oxygenator leaks with the office of medical affairs, determined that the leak rate from known leak sources would not typically warrant a transfusion. It is unknown why the customer chose to continue using the device for the duration of the procedure. Trends for issues with this product are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.